Event description:
Blood glucose read 524 mg/dl at 19:01 back to back with a result of 82 mg/dl at 19:03. It was reported no customer or treatment information was available. Reporter stated not being able to verify if controls had passed when performed however referred to a lockout on the machine if values were out of range. A request was made for the return of the suspect device and replacement products were sent.